Event description:
In 2009 the pt reported experiencing elevated blood glucose. She stated that she was at the hospital about two days prior, and her blood glucose measured 574 mg/dl. The call was disconnected. Attempts to f/u with the pt were unsuccessful. The pt called back on three days later, and reported that she does not feel the infusion device is delivering insulin. She stated that she has been bolusing for elevated blood glucose and her readings are not decreasing. At 2:00 am her blood glucose measured 269 mg/dl and she bolused 6 units of insulin and went back sleep. Two hours later her blood glucose measured 299 mg/dl and she bolused 7 units of insulin. At 7:15 am her blood glucose measured 319 mg/dl and she bolused 8 units of insulin as a correction and another 5 units of insulin for breakfast. In reviewing the history of the infusion device, no insulin was shown for the daily total. The infusion device was in the run mode and the basal rate for that hour was displayed on the screen. The pt was advised to switch to her backup infusion device. Upon f/u in the next day, the pt stated that she switched to backup infusion device and then to her replacement infusion device and her blood glucose is "good, they are much, much better". The infusion device was replaced and requested to be returned for eval.